Manufacturer narrative:
One medfusion 4000 pump was returned for analysis. The syringe delivery test was performed. Popping sound was found during syringe delivery test. The issue is due to the fact that the plunger tube was cleaned without any silicon grease. The operator cleaned and greased the plunger tube with silicon grease and performed preventative maintenance and all functional testing.

Event description:
Information was received indicating that the medfusion 4000 pump had loud clutch issues. There were no adverse events reported.